Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files did not show any injections on the date of the event. The system notice indicating that there was a problem with the system (#11200) was shown in the data files. The rebooting of the console resolved the issue. The console is still in the field and it is deemed appropriate for clinical use. Furthermore, the product issue reported (system notice 11200) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure taking place, a system notice was received indicating that there is a problem with the system. The cryoconsole was rebooted to resolve the issue, however, the procedure was aborted at that time and the patient was being induced into anesthesia at the time the procedure aborted. The product issue reported (system notice (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.